Event description:
It was reported by service report that the bed will not go up or down. The customer could not determine whether there was patient involvement and/or adverse consequences.

Manufacturer narrative:
Fowler tube out of adjustment.